Event description:
Meter was powering off during use. The patient replaced the old battery with a new battery and the issue was not resolved. The patient did not state shen was the last time that patient tested on the meter. The patient did not seek any medical attention, no treatment reported. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the patient suffering a serious injury. The meter is being replaced for the patient.